Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the cannula detached from the applicator. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of detached cannula could not be confirmed. A root cause cannot be determined.